Manufacturer narrative:
The field complaint of interrogation anomaly was not confirmed. The pacemaker was received in normal working conditions with battery voltage near beginning of life level. A review of the device image indicated the device radio frequency (rf) telemetry was used excessively triggering rf lockout mode. Electrical and mechanical analysis performed after re-loading the product code indicated normal functionality. A telemetry test was performed while the pacer was programmed to field and nominal settings indicated the pacer maintained telemetry with the programmer throughout the test without anomaly. A visual inspection of the header and connectors did not find any contaminants or foreign material that could contribute to the telemetry or communication issues. Furthermore, a longevity assessment was performed and the device was in normal rage of operation with appropriate remaining longevity.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an unrelated procedure, the device was unable to communicate via radiofrequency telemetry. The device was explanted and replaced to resolve the event and the patient was in stable condition.